Event description:
It has been reported that the omnipod personal diabetes manager (pdm) is delivering insulin without it being programmed.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported event. Lot release records were reviewed and the product lot met all acceptance criteria.